Event description:
Pt experienced swelling of the knee joint. Samples of synovial fluid were taken and were found to contain pronounced poly debris. Revision surgery found pitting on all articulating areas of the tibial tray.